Event description:
A customer reported to beckman coulter, inc. (Bec) that coulter act 5diff auto loader analyzer generated high basophil (ba%, ba#) results and low neutrophil (ne%, ne#) results for four patient samples. The instrument generated differential flags for one of the samples. The erroneous results were not reported out of the laboratory. Repeat analysis on the reference instrument, coulter act 5diff cap piercer analyzer, produced lower basophil results and higher neutrophil results. The results from the reference instrument were confirmed with manual slide and the customer considers the lower basophil results to be correct. The patient information and results are shown in the attached file. There was no report of death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The specimens were collected in vacutainer tubes and were sampled within 1-2 hours of collection. The specimens were stored at room temperature on a rocker bed. Controls were run before this event and recovered within the assay limits. Previously run patient samples were rerun to confirm accurate back to the last acceptable control run. Bec customer technical support (cts) instructed the customer to clean the instrument pickup and rinse reagents lines, then replace reagents. The cts sent courtesy reagents to the customer. Bec field service engineer (fse) bleached the wbc and rbc baths and count lines. The fse performed preventive maintenance services, and replaced the tubing from the wbc lyse pickup to the reagent valve. Root cause for this event is unknown. However, the instrument generated differential flags that alert the operator to further review the specimen for patient 3.